Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and subsequently received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer attempted to load multiple cartridges and continued to received a minimum fill notification. In addition, customer was prompted by the pump to perform the fill tubing after already completing it. Ultimately, customer was able to successfully load a new cartridge and resume insulin delivery. Customer¿s blood glucose level ranged from 198-211 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.